Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. During initial call customer stated she had obtained results of 50 and 80 mg/dl. Customer did not confirm if results were fasting or non-fasting and customer reported feeling symptoms of dry mouth (increased thirst) and frequent urination. Customer was advised to contact physician. Customer had disconnected call and no further information was able to be obtained. At later time, customer called back stating she is not having any symptoms and does not need medical intervention. The customer is concerned with tests results from results obtained of 40, 70 and 79 mg/dl. The results of 40 and 70 mg/dl could not be confirmed in the meter's memory. The customer's expected fasting blood glucose test result range is 200 - 230 mg/dl. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 192 mg/dl and 197 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/17/2020 and test strip vial was opened a few weeks ago. The meter memory was reviewed for previous test result history: result 1 : 79 mg/dl date: (B)(6) 2019 time 11:47pm fasting. Result 2 : 130 mg/dl date: (B)(6) 2019 time: 6:08pm fasting. Result 3 : 179 mg/dl date: (B)(6) 2019 time:11:47pm fasting. Result 4 : 176 mg/dl date: (B)(6) 2019 time: 4:00pm fasting. Result 5 : 153 mg/dl date: (B)(6) 2019 time: 1:00pm fasting.